Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. Through follow-up communication livanova learned that the device was found to have an high bacterial count and was not contaminated with mycobacterium. However, a laboratory report was not provided to livanova even if requested. It was learned that the unit was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 1.5 - 2 meters from the surgery field. Based on the current level of information the root cause of the reported contamination could not be established. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated. The type of contamination is still pending information to livanova. The device was removed from service and a loan was provided to the customer. There is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.